Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the device battery voltage was at 2.95 and nine days later the device went quickly to elective replacement indicator. The device was explanted and replaced. No patient complications were reported as a result of this event.